Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00008. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 7 out of 20 reports that are being submitted as initial individual mdrs. Additional information: date of birth or age at time of event: unknown/not provided sex: unknown/not provided. Date of event: unknown/not provided. If implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. Email address: unknown/not provided. Device evaluation: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens returned outside the device. No damaged was observed to the lens and haptic. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received for this production order, however, no product deficiency was identified in this case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol) into the operative eye, it was noticed the haptic was bent/broken. There was patient contact however, the extent of the contact is unknown. Reportedly, the outcome does not significantly interfere with activities of daily life. No further information is available